Manufacturer narrative:
As reported, the indicator window of a 6f exoseal vascular closure device (vcd) did not change color during use. The device was removed without pressing the plug deployment button, and hemostasis was achieved using manual compression. No adverse outcomes or patient injury were reported. The device was used following an emergency stroke surgery. The procedure used a retrograde approach. There were no visible signs of device or package damage prior to use. Per the instructions for use (IFU), the device was inserted into a 6f non-cordis vascular sheath at an angle of approximately 30¿45°. After engagement with the sheath, the sheath was withdrawn. Upon observing a reduction in pulsatile blood flow, the indicator window was monitored; however, it failed to change color as expected. After removal, the guidewire loop was visible, but the deployment button remained unresponsive. The femoral vessel diameter was confirmed to be greater than 5 mm, with no stent or greater than 50% stenosis near the puncture site. It is unknown whether the site had been previously closed or showed evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. There was no difficulty connecting the 6f non-cordis vascular sheath introducer to the exoseal vcd. The indicator wire cowling locked properly with an audible click, and pulsatile flow was observed from the bleed-back indicator. The indicator window did not show any red color during retraction. One non-sterile exoseal vascular closure device 6f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received not depressed, while the guard was locked. The plug was in a manufacturing position, and the indicator wire was found fully deployed. A 6f non-cordis catheter sheath introducer (csi) was returned inserted on the received unit. Finally, it was observed that the indicator window was received in the black/white position. During this visual analysis no additional anomalies were observed to be reported. A deployment simulation evaluation was performed. During this analysis the indicator wire was pulled to achieve the black/black position in the indicator window, then it was proceeded with the deployment lever full depression, achieving the indicator wire retraction and plug expected deployment. Additionally, the indicator window black/white and red position was obtained as well. A high magnification evaluation was executed to evaluate the internal mechanism. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿indicator window no change to indicator¿ was not observed through analysis of the device since the window achieved full transition and the device successfully deployed during the analysis. The cause of the reported issue could not be. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. Neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, a risk assessment has been initiated to further investigate similar complaints reported.

Manufacturer narrative:
The device was returned for evaluation; however, the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window of a 6f exoseal vascular closure device (vcd) did not change color during use. The device was removed without pressing the plug deployment button, and hemostasis was achieved using manual compression. No adverse outcomes or patient injury were reported. The device was used following an emergency stroke surgery. Per the instructions for use (IFU), the device was inserted into the vascular sheath at an angle of approximately 30¿45°. After engagement with the sheath, the sheath was withdrawn. Upon observing a reduction in pulsatile blood flow, the indicator window was monitored; however, it failed to change color as expected. After removal, the guidewire loop was visible, but the deployment button remained unresponsive. The device was returned for evaluation.